Manufacturer narrative:
The ring reportedly fell into the back of the eye through a location in the eye where the patient was missing ciliary zonules.

Event description:
During surgery on a patient with multiple pre-existing conditions including missing zonules and glaucoma, the malyugin ring became subluxated or dislocated during irrigation and fell behind the lens into the posterior chamber. The patient was referred to a retinal surgeon to have the ring removed.